Manufacturer narrative:
Device evaluation : one bivona tracheostomy sample was received in used condition without its original packaging for evaluation. During inspection, it was observed that the obturator sleeve was not loose or deformed, and the obturator sleeve could be moved from top to bottom as usual. However, the obturator curve appeared to be deformed. The obturator was tested for alignment to see if the obturator curve was correct. The obturator did not pass the test as it was determined its angle was outside of the design specification. To further investigate the issue, a review of training as well as the manufacturing process was conducted and was considered adequate and correct. During the verification, 32 assemblies were taken out of production floor inventory to verify the obturator was correct. No issues were detected on the units. Based on the investigation, the complaint was confirmed. The event problem source was traced to manufacturing relating to the following most likely causes: the obturator was not correctly curved or the product became damaged after the product left the smiths medical facility.

Manufacturer narrative:
Evaluation results: one bivona tracheostomy tube was returned for investigation in used condition without its original packaging. The returned device was accompanied by a certificate of decontamination. Visual inspection was performed at 12 inches under normal lighting in order to look for any defects or damage on the obturator. During the visual inspection the following specifications were noted: · obturator size 4.5mm. · std (standard). · ped (pediatric). The investigator also noted that the obturator sleeve was not lose or deformed. The investigator was able to move the obturator sleeve from top to bottom as per usual. However, the obturator curve appeared deformed. The obturator alignment and angle were tested using a fixture from the laboratory. The obturator did not pass the angle test. The angle was determined to be out of specification. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigator identified the following most probable root causes for the reported product problem. · the obturator was not correctly curved since there was not a visual aid for the operation. · the product became damaged after the product left the manufacturing facility. A definitive root cause was not established however. As a preventive action manufacturing personnel were notified by the quality engineer on 10/sept/2019 regarding the product problem in order to create awareness of the failure mode reported by the customer.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that a client was due for a smiths medical portex bivona tts cuffed pediatric with straight neck flange tracheostomy tube change when it was noted that the obturator seemed to be "stuck" and not in all the way. The obturator was removed and found to have the plastic around the metal piece dislodged. The plastic piece was loose and moved down around the bottom of the obturator. No adverse patient effects were reported.